Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 701 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.